Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a surgical procedure for stress urinary incontinence and pelvic organ prolapse and had a sling implanted on (B)(6) 2004. The patient experienced vaginal pain, infections, erosion, dyspareunia, bleeding and increase incontinence. The patient underwent a revision of the sling in 2009 and on (B)(6) 2010 and a sling removal on (B)(6) 2011.